Event description:
On 05/09/2007, the company received a report where it was claimed that the device would not connect to a cory neonaid device which is used to ensure the patency of a patients airways and reduce secretion build up. The caller reported that it was difficult to connect to this device and attempted a good connection via tube replacement. The caller reported that a good connection was accomplished on the third attempt, but the model and size of the tube was not specified. No further information was provided. Nellcor is attempting to gather further information related to this report.